Event description:
The customer contact reported the piercing pin of tubing set punctured the blood product container. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbcs), at an unspecified rate, via a plum pump. At an unspecified time, the customer contact reported that the nurse inserted the piercing pin of the tubing set into the administration port of the blood container. It was reported that as the nurse was lifting the blood container to hang the container on an IV pole to start delivery, it was noted that the piercing pin had punctured the blood container at an unspecified location. The customer contact reported that an unspecified volume of blood leaked and was not delivered to the pt. After an unspecified length of time, a replacement unit of prbcs was obtained. The tubing set was replaced. At an unspecified time, the replacement unit of prbcs was delivered to the pt. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.